Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure; driveline failure. Specific component(s) involved: driveline malfunction; driveline malfunction. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Other cause: intervention(s): replacement of driveline; other intervention : type: lvad.